Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery not charging was not confirmed, however one battery gauge led was not illuminating which may have the potential to contribute to the concern that the battery is not charging. The battery was placed into test universal battery charger and was fully charged - as the green charge light on test ubc came on. The fuel gauge button on the battery was pressed and all of the leds illuminated except for the 2nd led from the left. No other issues were observed with the battery during testing. Aside from the led issue, the battery passed functional testing and supported a test system without issue. Evaluation of the battery revealed a damaged component on the printed circuit board (pcb) that prevented power from being supplied to the 2nd led but otherwise the battery functionality was not effected. The damage was identified as a small crack across the component. The reported event of the battery not charging could not be correlated to the damaged component on the pcb, and the root cause of the damaged component could not be identified. The 14 volt lithium ion battery gu057240 was accepted in inventory on 17mar2020. Heartmate iii patient handbook section 3 ¿powering the system¿ explains how to check the battery charge level by pressing the power gauge button. This section states ¿if all of the battery power gauge bars light up except for one in the middle of the sequence, the light emitting diode (led) for the bar may be broken or burned out. If this happens, contact your hospital contact.¿ heartmate iii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspection of the 14v batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the patient's batteries was not charging. The patient is currently in an emergency situation due to a power outage at his home because of the blizzard in texas and he has been charging his batteries at a local hospital and fire station. No additional information was provided.